Event description:
It was reported that when using the BD Pyxis¿ ES Server, validation was required for patient messages processing after corrective actions. Data synchronization failures or errors recur during the dispense workflow, might lead to clinically significant delays in medication administration, potentially resulting in adverse events, particularly for critically ill patients. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 17-NOV-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, a technical support specialist confirmed that the issue remained resolved and had not recurred since the previous day, reviewed findings from discussions customer and determined that a provision portal failure was the most likely cause of the affected services becoming stalled, concluded that the service interruption triggered the sequence of events that led to the reported behavior. Implemented a corrective action to address this scenario and verified that safeguards were in place, making recurrence unlikely, even if similar provision portal failures occur in the future. The system functioned as intended when the technical support specialist investigated the device.